Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5, section d4, section d10 to update section h3, and to provide the completed investigation results. Visual inspection of the actual sample was conducted. The core wire was exposed by approximately 1mm from the distal end. The proximal end had been fractured. As the fracture was not mentioned in the complaint, it was thought that it did not occur during the procedure. In addition, since it occurred on the proximal side, which was located outside the patient's body, it was inferred that it was unrelated to the patient or the procedure and did not lead to health damage. Based on this, the fracture on the proximal end side was thought to be unrelated to the reported event. Total length of core wire: approximately 1695 mm (total length of a current normal product: approximately 1800 mm). This suggested that the actual sample had lost approximately 105 mm. Magnifying inspection of the actual sample was conducted. The outer layer was compressed and rolled inward at the outer layer fracture part. There was no anomaly in the appearance such as peeling of outer layer in the parts other than the distal and proximal ends. Electron microscopic inspection of the distal end was conducted. There were wrinkles and torn-like shape on the outer layer fracture part. There was a fixed size cutting mark on the top surface of the core wire, which was similar to that of a current normal sample. From this, it was thought that there was no loss in the core wire at the distal side. Dimensions of the actual sample were taken. Outer diameter (undamaged part in the vicinity of the fracture) was confirmed to meet the factory's specifications. No anomaly was found. Simulation test was conducted. Based on the past findings, a distal end of a guidewire was inserted in the three-way stopcock, and then the stopcock was manipulated. As a result, the distal end of the outer layer was separated, and the core wire was exposed. The following characteristics were recognized in the test sample. The outer layer was compressed and rolled inward at the point where it was fractured. The above condition was considered to be similar to that of the actual sample. From the condition of the actual sample and the simulation test result, as one of the possibilities, it was inferred that the three-way stopcock was manipulated while the distal end of the actual sample was inserted in the stopcock, which resulted in the separation of the outer layer and the exposure of core wire. It was thought that there was no loss in the core wire and the outer layer only was missing approximately 1 mm. Relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.

Event description:
Additional information was received on february 2, 2024: in the neurosurgery department, a pigtail catheter was used during angiography and was to be removed. When the guidewire was inserted into the three-way stopcock, there was resistance. When it was unavoidably removed, the polyurethane of 1mm in length had detached from the distal end. At that time, the three-way stopcock was operated by about 0-20 degrees. Blood was immediately aspirated with a syringe, but no fragment was found. The guidewire was severed when it was inserted into the pigtail catheter outside the patient's body.

Manufacturer narrative:
A1: patient identifier: requested, not available a2: age or date of birth: requested, not available a3a: sex: requested, not available a3b: gender: n/a a4: weight: requested, not available a5: ethnicity: requested, not available a6: race: requested, not available d4: lot # & expiration date: requested, not provided due to the unknown lot #. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: reporter's name : requested, unknown g4: PMA/510(k): k863138, k923607, k926214 h4: device manufacture date: requested, not provided due to the unknown lot #. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the involved lot number was unknown, review of the manufacturing record and the shipping inspection record could not be performed. Regarding the involved product code, no other similar complaint due to manufacturing defects was reported in the past two years. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that after using the involved product, it was found that approximately 1mm of the angled tip had been cut off. It was presumed to have been torn off due to having got caught in a three-way stopcock. The event occurred intra-operative. The tip has been cut off, and the possibility of residual fragment remaining in the patient cannot be denied. The procedure outcome was completed successfully. The final patient impact was harmed but not seriously.